Event description:
Essure implant caused pain, weight gain, heavy/painful periods, joint pain and fibromyalgia. Later was diagnosed with adenomyosis and required surgery to remove the essure coils along with my fallopian tubes and uterus. My pathology report said I had "severe adenomyosis" upon examination.